Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced the inability for the sensor to go to warmup. No additional event or patient information is available. Data was received for evaluation, data review confirmed the sensor not being able to go into warmup.the probable cause was determined to be that a loss of connection prevented the warmup from starting.